Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose reading was 519 mg/dl. The customer treated with the pump. The customer stated that she changed her infusion site for the third time in two days; the customer stated that the pump alarmed no delivery. The customer stated that the no delivery occurred during manual prime. The customer stated that the alarm was recurring. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit. The customer stated that the pump did not alarm no delivery. The customer was advised to return the infusion set and reservoir.